Event description:
The following description of the event was reported to cardinal health by the distributor. "Not able to pass circuit calibration. Confirmed circuit to be ok-tested fine on other unit. Limit (blue) balloon valve not inflating-measuring no pressure at bulkhead luer fitting, other pressures ok. Adjusted pr2 3 rotations in both directions-seen no change in pressure at bulkhead. Suspect pr2. Also, unit doesn't alarm when turned off."

Manufacturer narrative:
Cardinal health issued a returned good authorization (rga) number to the distributor, source medical to return the device to our mfg plant for eval and repair. As of the date of this report, the device has not been received into the mfg plant for eval. Once the device has been received and the eval is complete, a f/u medwatch report will be submitted.